Manufacturer narrative:
B4 - corrected to 14-may-2020 in initial MDR g3 - corrected to 14-may-2020 in initial MDR h6 - device code 3189 corrected to device code 3026 h6 - investigation findings code 213 corrected to investigation findings code 114 claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The surgeon reported that during a implantable collamer lens surgery a lens was "inserted inverted. The lens was removed and reinserted correctly the second time." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.